Event description:
It was reported that a catheter kink/break occurred during use. A jetstream 2.1 xc atherectomy catheter was selected for percutaneous transluminal angioplasty treatment of the lower extremity due to superficial femoral artery (sfa) disease. During the procedure, after placement of the non-boston scientific filter and guidewire, the jetstream catheter made two complete passes in the sfa before a change was noticed in the audible sound of the device and the catheter would no longer advance. The catheter was pulled back several centimeters and a kink/break were observed. The catheter was removed from the patient intact, and the procedure was completed with another device without sequelae.